Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. There was minor damage on lower left front corner. Event history log (ehl) showed force sensor test error. Power up process, check and test force sensor were performed and the reported problem was duplicated, even though the force reading was within the required specification; force sensor connector came loose from plunger board. The root cause of the issue could not be determined. Actions were taken to mitigate the reported issues: reconnected force sensor cable connector tightly into plunger board, performed preventive maintenance and all functional testing passed.

Event description:
It was reported that a pump showed a force sensor error. No patient injury was reported.